Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 toggle would not activate. Three extension cables were switched out and the device failed to turn on. The power supply was tested and worked properly. A fourth extension cable was used and the device activated. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).